Event description:
Some of the device's internal contacts are missing. Additionally, reporter noted that the contact area shows signs of corrosion. No operator injury was reported. Technical support requested the return of the supect prod and replacement prod was shipped.